Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor reported that a german patient had developed a wound underneath their breasts. Patient suffers from intertrigo. Patient was using bandages and bepanthen lotion. The patient was admitted to the hospital for an unrelated issue but the staff removed the patient's bandages and took the device off the patient. During a follow-up, it was reported that the patient's irritation improved.